Event description:
It was reported that during a laparoscopic right colectomy procedure, the device misfired. The device would not release; the surgeon was able to remove the device from the patient tissue without trauma or injury to the patient. The device was then removed from the sterile field. No additional information available. The case was completed with another like device. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er420 instrument was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally evaluated. During the analysis, the device was cycled and the remaining clips were ejected; finally the instrument locked out as intended. Please note that an investigation has been initiated to address the potential root cause of the dropping or ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.